Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was break fracture on the atrial lead and was picking up minute ventillation chop as stored anti tachycardia response episodes. The following physician was dr. (B)(6) at (B)(6) health care center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).